Event description:
It was reported that the device was used during an exp. Laparotomy. It was reported by the rep that the surgeon fired the instrument during the case and the tlc55 worked fine. The surgeon had the instrument reloaded for the 2nd firing and the instrument would not fire. The reload was taken out and another inserted, and it would not fire either. There was no consequence to the pt.